Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). The initial medwatch stated the date of manufacture was unknown, the date of manufacture is oct 5, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a tibial diaphysis fracture, it was observed that the radiolucent drive device did not start rotating the attached drill bit device. According to the report, the event occurred when the surgeon tried to drill a distal locking hole on the target site of the patient's tibia using expert tibial nail (etn). It was reported that although the surgeon re-installed the drill bit device on the radiolucent drive device to restart it, the rotation of the drill bit device was too slow to use in the surgery. It was further reported that the attachment parts for the drill bit device had almost come off of the radiolucent drive device. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient's condition post-surgery is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function due to a damaged glass bearing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper repair. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.